Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000165, serial/lot #: none. A medtronic representative went to the site to perform a system checkout. The cmos (complementary metal-oxide semiconductor) battery was replaced. The system then passed checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging acquisition system (ias) is not powering on. There was no patient involvement.